Event description:
Failcd vacuum assist device (3 times) delivery resulting in subgaleal bleed. Vacuum assist device removed from service and inspected by biomedical. Found to be in working order without defect.